Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Evaluation: results: visual inspection of the returned product found of the lens optic is torn. Haptic and piece of optic is torn off and missing. There was evidence of reddish residue on lens surface. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. #(B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Stated the surgeon noted lens tear after insertion into the pt's eye. The surgeon cut the lens to remove from the eye. The incision was not enlarged and no suture was used. There was no pt injury. Backup lens was implanted. No lot numbers were provided.